Event description:
It was reported that when the external pulse generator (epg) was powered on it locked up. When powered on again, the lower screen was unreadable. The clinician powered on the device again and the ventricular pace as well as the sense light emitting diodes (led's) stayed on steadily. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the comment that it powered on and then locked up, or that when it was powered on the lower screen was not readable, or that the light-emitting diodes for the ventricular pace and sense remained on steadily. Analysis did find that the heart lead flex connector was not properly seated, the upper and lower cases, both bail covers, the ring cover and the lead flex cover were broken, the battery contacts were compressed, the battery drawer was broken and contaminated and the serial number label was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) was powered on it locked up. When powered on again, the lower screen was unreadable. The clinician powered on the device again and the ventricular pace as well as the sense light emitting diodes (leds) stayed on steadily. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.